Event description:
Caller reported an incident of hyperglycemia requiring professional medical treatment. At 05:18 am her blood glucose result on the aviva combo meter was 17 mmol/l. She bolused 4.8 units of insulin based on the recommendation of the aviva combo meter. She changed cartridge to new one at this point. Using novorapid insulin. 05:29 am her blood glucose result was 16.6 mmol/l, took an additional 0.6 units of insulin. 07:30 am, she showed symptoms of low blood sugar and her partner called for an ambulance. Approximate time between 07:30 am - 07:45 am. Estimated arrival of paramedics was 07:55 am,at which time they took her blood sugar with their meter (meter model unknown), result was 1.4 mmol/l. After this they gave her glucose solution intravenously. Paramedics left about 08:30 am. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).